Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that there was a controller with a loose power port one (1), with critical battery alarms. An elective controller exchange was performed. It was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
It was reported events of loose power port 1 and critical battery alarms. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection because port 1 connector was found loose from the controller housing with the o-ring gasket displaced. The reported event of critical battery alarm was confirmed via review of the controller log files, which revealed two critical battery alarms involving bat10684. In the first critical battery alarm, the relative state of charge battery was 1% most likely due to a device malfunction. In the second critical battery alarm, the relative state of charge battery was 0% most likely due to a communication error. No data files that cover the date of critical battery alarms were available in order to confirm the relative state of charge of the battery within 15 minutes' interval. A possible root cause of the reported loose connector may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. A possible root cause of the critical battery alarm with a 1% relative state of charge can be attributed to a device malfunction. The most likely root cause of the critical battery alarm with a 0% relative state of charge can be attributed to a communication error between the controller and battery. An internal investigation has been open to evaluate this communication errors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.